Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the listed device was found leaking at the inflation line after an unknown time in situ. No adverse effects to the patient reported.